Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The reporter indicated that the display screen was scratched and could not be safely read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2015 with the following findings: during investigation, the pump¿s display lens was observed to be scratched. Unrelated to the complaint, evaluation revealed that when the pump was powered on, the display was dim and discolored. Also unrelated to the complaint, the keypad was found to be cut and torn between up arrow and down arrow keypad buttons and peeling from the base; however, the all of the keypad buttons responded appropriately. The audio bolus button cover was found to be torn/punctured, but responded appropriately during testing.